Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a breached cut and there was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage.

Event description:
It was reported that during the implant attempt, the atrial lead dislodged during the case but was able to be placed. The next day it was found that the lead had dislodged again. The lead was repositioned twice but would not stay in place in the atrium. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.